Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the mid right coronary artery (rca). The lesion was pre-dilated with an unknown size maverick balloon. The physician placed a taxus express2 8.8% 3.5 x 28 mm drug eluting stent in the mid rca. The physician felt resistance as he was trying to remove the fully deflated balloon. He had to deep seat the guide. He dialed down, waited a few seconds for the balloon to be fully deflated and then was able to remove the balloon. He fully expanded the stent by post-dilating with an unknown size powersail balloon. No pt complications or injuries were reported. The pt's condition is reported as good.